Event description:
As reported, the balloon of a 7 mm x 4 cm powerflex extreme percutaneous transluminal angioplasty (pta) balloon catheter ruptured during an inflation to 8 atmospheres (atm). The balloon was removed fully intact and a 7 mm x 40 mm non-cordis balloon catheter was used to complete the procedure. There were no reported injuries to the patient. This was during a procedure to treat an intrastent axillary vein stenosis of a previously placed non-cordis stent. The target lesion was not calcified, not tortuous, and had a stenosis percentage greater than 80%. The device was stored and prepped per the instructions for use (IFU). There was no difficulty removing any of the sterile packaging components. The device maintained negative pressure during preparation. The contrast to saline ratio was 50% contrast/50% saline. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the balloon of a 7mm x 4cm powerflex extreme percutaneous transluminal angioplasty (pta) balloon catheter ruptured during an inflation to 8 atmospheres (atm). The balloon was removed fully intact and a 7mm x 40mm non-cordis balloon catheter was used to complete the procedure. There were no reported injuries to the patient. This was during a procedure to treat an intrastent axillary vein stenosis of a previously placed non-cordis stent. The target lesion was not calcified, not tortuous, and had a stenosis percentage greater than 80%. The device was stored and prepped per the instructions for use (IFU). There was no difficulty removing any of the sterile packaging components. The device maintained negative pressure during preparation. The contrast to saline ratio was 50% contrast/50% saline. A non-sterile unit of ¿powerflex extreme 7x4 80cm¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. A thorough inspection was performed observing that the balloon presents an axial burst. A ¿y¿ connector is attached to the inflation luer hub. No other outstanding details were observed. Functional test was performed. One inflator/deflator device was attached to the inflation port. Balloon inflation test was done by applying positive pressure using the inflator/deflator device with the purpose of reaching the rated burst pressure. However, inflation pressure was not maintained due to the burst condition observed on the balloon. The balloon was inspected with a vision system observing a rupture on the surface where the water is leaking. The balloon surface presented evidence of a rupture condition and secondary scratch marks located near the damaged border area. This type of damage is commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the surface could probably led to the damaged condition found on the received device. It seems that the material near the damaged area was affected with a sharp object from the outside of the device. Based on the information provided and the product evaluation, the reported event of ¿balloon burst at/below rbp¿ was observed and evaluated. A thorough inspection was performed, observing that the balloon presents an axial burst. This type of damage is commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the surface could probably led to the damaged condition found on the received device. It seems that the material near the damaged area was affected with a sharp object from the outside of the device. However, the exact cause of the reported event could not be determined. It is possible that the stenosis reported may have caused damage to the balloon surface that led to its rupture. As per the IFU, use only the recommended balloon inflation medium of 50/50 contrast/saline. The catheter should only be used by trained physicians. Balloon inflation should be performed with the guidewire extended beyond the catheter tip. Inflation at high rate may damage the balloon. If at any point during insertion of the catheter resistance is felt, withdraw the entire system. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.